Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of one report, regarding one device, for this device family and failure mode. During this same time frame 1,290 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0008. Per the instructions for use, the user is advised the following: prior to each use, ensure all accessories are correctly and completely attached and perform the required preoperative functional tests for the equipment and accessories. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the pro8200sb, hall microfree sagittal saw device was used in an unknown procedure on (B)(6) 2025, and ¿when a sagittal blade ¿ was attached to the microfree sagittal saw to perform bone cutting, the blade easily came off.¿. There was no injury to the patient or user. The procedure was completed without the use of an alternate device and no reported delay. Further assessment found "the blade is not broken, but it has come off the handpiece", fell into the surgical site and was retrieved. There was no report of medical/surgical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.